Manufacturer narrative:
No demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This event has additionally been reported via 3008344661-2022-00043-00 under an additional suspect medical device which was also used to generate the questioned results.

Event description:
The customer questioned architect hbsag qualitative ii confirmatory results for one patient. Sid (B)(6) obtained three different reactive hbsag qualitative ii results (9.58, 1.95 and 2.00; assay interpretation repeatedly reactive; confirm using a neutralizing assay). Upon completing confirmatory testing the results were positive (%n= 60%; c2 = 4.13), repeated in duplicate as negative (%n= -2%, c2 =1.79 e %n= 5% e c2 =1.84). All the other hbv markers were negative. No impact to patient management was reported.

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Worldwide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field and within established baselines confirming no systemic issue for the lot. Clinical specificity testing was performed using an in-house retained kit of list number 2g22 lot 34019fn00 stored at the recommended storage condition. All specifications were met indicating that the lots are performing acceptably. Based on the investigation, no deficiency for lot number 34019fn00 was identified.